Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4). The tenku dilation catheter device is an abbott vascular manufactured device which is distributed by (B)(4). Though this device is not commercially available for sale in the u.s., it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat restenosis in the mildly tortuous, moderately calcified, mid right coronary artery. The 2.75x12mm tenku balloon dilatation catheter ruptured during the first inflation at 6 atmospheres. The procedure was successfully completed with a new non-abbott bdc. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.